Event description:
Account alleged they have a stretcher on which the brakes won't lock. Bed is in maint shop. There were no injuries reported from this issue.

Manufacturer narrative:
Technician replaced the left side casters and installed a brake/steer upgrade kit to resolve the issue.